Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and there was leaking blood from the blue suture hub. The leaking was observed at the blue suture hub and the catheter distal to the reaccess y port. A considerate amount of blood was leaking. Staff used dermabond around the blue suture hub at the connection and the bleeding stopped.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding issue was not determined since product was not returned for investigation and the clinical information provided is inconclusive.